Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: patient who at the time of cannulation of the catheter brand insyte autoguard number 18 reference 381844 opens the core inside the vein, lot 3353171.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381844 and lot number 3353171. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.